Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged dilator is confirmed and appears to be use related. Two 11-13 fr dualator dilators were returned for investigation. Biological residue was present on both samples. Microscopic observation of the first sample revealed material deformation at the dilator tip. The outer surface of the tip was observed to be curved and discolored. The tip shape showed an elliptical cross-section and some material appeared to be flaring outwards. No apparent damage was observed on the second sample. The damage observed on the first sample is consistent with damage caused by attempted insertion against resistance; therefore, the complaint is confirmed, use related. A lot history review (lhr) of recq0995 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the puncture sheath was damaged. 10/16/2018 - returned device showed a damaged dilator tip.